Event description:
Additional information indicates the event was observed during pre-use inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a problem with the internal board or the system side. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex 3d deflectable videoscope had an e228 / 229 scope ID data corruption error message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was an e228 / 229 error message (scope ID data corruption). The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.